Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effects of thrombosis and myocardial infarction are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported thrombosis and myocardial infarction, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition and the additional adverse patient effect of death referenced are being filed under separate medwatch report numbers. Literature: "one-year outcomes of patients undergoing complex percutaneous coronary intervention with three contemporary drug-eluting stents".

Event description:
It was reported through a research article that xience alpine and xience xpedition stents could be related to death, myocardial infarction, stent thrombosis, target lesion revascularization and hospitalization. Specific patient information is documented as unknown. Details can be found in the article "one-year outcomes of patients undergoing complex percutaneous coronary intervention with three contemporary drug-eluting stents".